Manufacturer narrative:
The bisector was returned to the factory for evaluation. There were no signs of clinical use or evidence of blood. A visual inspection of the bisector was performed. The bisector blade showed no visual defects when inspected under microscopy. The blade was able to extend and retract with no difficulty. The blade was evaluated for its ability to cut. The blade cut three reference vessels cleanly with no difficulty. The connector appeared undamaged. The bipolar electrodes were inspected under microscopy. No evidence of physical defect was found. A pre-cautery test was performed and repeated ten times over a ten minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no failure was observed. The device produced steam and the saline was observed to "boil" on the test gauze each time. Based on the results of the evaluation, the reported complaint was unable to be confirmed for "blade that would not come out/mechanical issue".

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview 7 xb had a defective blade that would not come out. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).